Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2208500; model: sc-2208-50; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient was experiencing increased pain and stimulation changes with posture. The patient was also feeling shocking sensation. The patient underwent a spinal cord stimulator (scs) system replacement procedure and was doing well post operatively. The explanted scs system was not returned as the hospital did not release it.